Event description:
Coiling treatment of an aneurysm, it was reported that during coil delivery, the coil could not fit into the aneurysm. Upon removal, the coil detached with part of the coil inside the aneurysm and part of the coil inside the catheter. The physician was able to pull the coil out with the catheter. No pt injury reported.

Manufacturer narrative:
The pusher assembly was returned for evaluation and found within specification. The evaluation could not determine the cause of the event.